Event description:
After inserting the first tampon of her menstrual cycle consumer began to feel pain in her abdomen which made her remove the tampon. Upon removal she noticed what she perceived to be two tampons instead of one. No injury was reported. It is spacially impossible to fit two tampon pledgets in one applicator.